Manufacturer narrative:
An event regarding loosening involving a triathlon femoral component was reported. The event was not confirmed. Method & results: product evaluation and results: no product was returned for evaluation but photographs were provided. The photographs show a recently explanted femoral component with some biological matter attached. Scratches are visible on the bearing surface of the femoral component consistent with in vivo use and subsequent explantation. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: provided x-ray does not confirm the reported event. Need operative reports, clinical/office notes, histopathology reports, serial x-rays and examination of the explanted components. Product history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as serial x-rays, operative reports, histopathology reports, product return as well as clinical/office reports are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised due to a loose femoral component. The tibial baseplate was well-fixed and well-positioned. A size 5 right cemented cr femur, 5x9 cr insert and size 5 tibial baseplate were revised to a triathlon ts construct. Rep provided pre-revision x-rays and explant pictures. Rep confirmed the liner became damaged upon explantation and has no allegations against it. The rep cannot confirm if the original cement used was stryker cement, and reported that no further information is available due to hospital policy.

Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the sterile lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that the patient's right knee was revised due to a loose femoral component. The tibial baseplate was well-fixed and well-positioned. A size 5 right cemented cr femur, 5x9 cr insert and size 5 tibial baseplate were revised to a triathlon ts construct. Rep provided pre-revision x-rays and explant pictures. Rep confirmed the liner became damaged upon explantation and has no allegations against it. The rep cannot confirm if the original cement used was stryker cement, and reported that no further information is available due to hospital policy.